Event description:
The customer reported the paddles would not charge. The equipment was doa, and there was no adverse patient impact.

Manufacturer narrative:
The customer reported the paddles would not charge. The equipment was doa, and there was no adverse patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.